Manufacturer narrative:
Combination product: yes.

Event description:
Bipolar lead failure was recorded on the hmsc on (B)(6) 2024. In the days leading up to this, the pacing impedance had trended up. Noise can also be seen causing inappropriate mode switch. Noise could be recreated in person on (B)(6) 2024 with pocket manipulation. All impedance values were in range when tested on (B)(6) 2024. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.